Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex with mild calcification. The 3.5 x 15 mm voyager nc balloon was prepped per the instructions for use. The balloon catheter was advanced for post-dilatation; however, the balloon could not be inflated initially. The balloon was able to be inflated to 12 atmospheres (atm); however, during deflation of the balloon, difficulty was experienced. A new balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation; however, the investigation is not yet complete. A follow-up report will be submitted with all additional and relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed a blockage in the opening of the shaft. A review of the lot history record for the reported lot revealed no nonconforming material records that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no other similar incidents. Upon an expanded investigation, it was determined that the possibility existed that the root cause for the blockage could potentially be related to a manufacturing issue; therefore, the occurrence of this incident will be further investigated per site corrective and preventive action procedures and appropriate corrective/preventive actions will be taken accordingly.